Event description:
The pt reportedly is experiencing skin breakdown and an infection behind the ear where the external processor sits. Advanced bionics is in the process of gathering more info; once more info is obtained a supplemental report will be submitted.